Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v963187, product type lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 09-mar-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated ever since they had the device put it, it's caused them massive lymphatic issues. The patient stated as soon as they go the device implanted they were so impacted they couldn't fill the device. The patient reports being hard as a rock. The patient stated the lead wire is causing problems and has a loop which they can feel. The patient stated they should've never gotten the device because they never needed it in the first place. The patient stated the problem has been taken care of and had nothing to do with the device or therapy. The patient stated they have had the device turned off since 3 months after the device was implanted. The patient wants the device removed since it's been 10 years and it's causing issues. The patient did not have their programmer with them so they were unable to determine implant status on the call. The patient was redirected to their healthcare provider to further address the issue.